Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, noise was noted on the right atrial lead. The noise was duplicated with arm rotation maneuver. No intervention was made. The patient was stable.